Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results and provided data for 175 patient samples. The field service representative checked the pre-clean system and determined the needle was leaking. He trained the customer how to change the pre clean bottle and the interpretation of the alarms. The needle was also replaced. The application specialist noticed that one of the laboratory employees had used a (B)(6) pen around the thread of bottle and the ink had leaked which may have contaminated the pre-clean. After exchanging the pre- clean bottle to a new one, the problem disappeared. The pre-clean may have been contaminated and may have caused the high values. The samples were repeated with new pre-clean solution. Of the data provided, only the results for 127 were discrepant. For the patient whose information is listed in medwatch, the initial result was 22.66 mui/ml and the repeat result on (B)(6) 2012 was <0.100mui/ml. The new, correct result was reported for all the patients. None of the patients were harmed. The hcg+ss reagent lot number and expiration date were not provided.